Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction : describe event or problem, FDA notified? Additional information : report source, related report number grid, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary the reported issue that there was an over infusion of heparin could not be confirmed through a review of the device logs alone and no devices were returned for investigation. ¿ using the facilities provided information, a log summary was performed for the reported date of 18 january 2024 and reported timeframe from 6:11 pm to 9:45 pm. O at 6:11 pm, pump module s/n (B)(6) was programmed/started a heparin (drug ID 241) bolus dose of 80unit/kg, with a rate of 999ml/h a vtbi of 48.88ml for a total dose of 4888unit. O at 6:15 pm, the bolus dose completed and transitioned to the programmed dose 18unit/kg/h, rate of 11ml/h vtbi of 51.12ml. Pvi was recorded as 48.91ml. O at 9:44 pm, the module alarmed for air in line, two minutes later the user entered a vtbi of 11ml and paused the module. Pvi was recorded as 87.35ml. O at 9:50 pm, the module alarmed for ¿safety clamp open/close door¿, and the door was closed. O at 9:54 pm, the module was channeled off and the system powers off. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it can only reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. ¿ the review of the pcu error log showed that no recorded errors or malfunctions occurred on the reported event date of 18 january 2024. ¿ inspection and testing of the suspect pump module or concomitant pcu could not be performed as the devices were not returned for investigation. O also, inspection and testing of the incident administration set could not be performed to determine if any issues contributed to the reported event since the administration set was not returned for investigation.

Event description:
It was reported that there was an over infusion of heparin to a patient being treated for a pulmonary embolism. The patient presented to the emergency department with symptoms of fatigue and cough and was found to have a pulmonary embolism. The patient was started on a heparin infusion. Prior to start of the infusion, the patient's labs were the following: pt 15.2 seconds, inr 1.20, heparin (unfract) anti xa <0.11iu/ml. At 1811 the patient received an initial bolus of 4,888 units of heparin (25,000 units/250ml). The intended dose for this patient was 18 units/kg/hour (a rate of 11ml/hour). At 2145, the clinician noted that the pump was alarming that the infusion was complete. At 2203, the patient's repeat labs were the following: pt 22.1 seconds, inr 1.95, aptt >250.0 seconds, heparin (unfract) anti xa >1.99 iu/ml. At 2309 50mg/5ml. Protamine sulfate was administered for reversal of supratherapeutic lab values. The patient was subsequently discharged. Additional event information was received during bd representative on-site visit: preliminary review of the ikp data showed: o 18:12 infusion started. 4,888units of heparin was bolused off heparin IV bag via primary line from a 250,000/250ml bag. At 18:15 the pump automatically transitioned over to 18u/kg which was 11ml/hr. After the bolus had completed. O pump alarmed for air-in-line at 21:44. Between 21:46-21:54 infusion was started, paused, a safety clamp open alarm occurred, the door was closed and the infusion was stopped. The clinician reports there was no issues with the heparin set up. The infusion was programmed in the progressive care unit profile. Clinician spiked and primed the tubing, connected it to the patient with the roller clamp closed. The infusion was programmed and verified with second clinician. Clinician reports drip chamber looked "fine". When the clinician assessed the air-in-line alarm she noted the bag was completely empty. Assessed programming on pump, which was assessed to be correct, no tubing leaks or puddles on the ground. No physical damage to the device was noted. On site bd representative provided education on proper set loading, air-in-line troubleshooting and occlusion pressure displays. Received a copy of the customer's maude database report as well as medwatch from FDA which states, "the patient was receiving heparin via a drip when the IV pump malfunctioned causing the rapid infusion of 250ml of heparin into the patient. The patient needed administration of protamine to counteract the effects of the heparin."

Event description:
It was reported that there was an over infusion of heparin to a patient being treated for a pulmonary embolism. The patient presented to the emergency department with symptoms of fatigue and cough and was found to have a pulmonary embolism. The patient was started on a heparin infusion. Prior to start of the infusion, the patient's labs were the following: pt 15.2 seconds, inr 1.20, heparin (unfract) anti xa <0.11iu/ml. At 1811 the patient received an initial bolus of 4,888 units of heparin (25,000 units/250ml). The intended dose for this patient was 18 units/kg/hour (a rate of 11ml/hour). At 2145, the clinician noted that the pump was alarming that the infusion was complete. At 2203, the patient's repeat labs were the following: pt 22.1 seconds, inr 1.95, aptt >250.0 seconds, heparin (unfract) anti xa >1.99 iu/ml. At 2309 50mg/5ml. Protamine sulfate was administered for reversal of supratherapeutic lab values. The patient was subsequently discharged. Additional event information was received during bd representative on-site visit: preliminary review of the ikp data showed: o 18:12 infusion started. 4,888units of heparin was bolused off heparin IV bag via primary line from a 250,000/250ml bag. At 18:15 the pump automatically transitioned over to 18u/kg which was 11ml/hr. After the bolus had completed. O pump alarmed for air-in-line at 21:44. Between 21:46-21:54 infusion was started, paused, a safety clamp open alarm occurred, the door was closed and the infusion was stopped. The clinician reports there was no issues with the heparin set up. The infusion was programmed in the progressive care unit profile. Clinician spiked and primed the tubing, connected it to the patient with the roller clamp closed. The infusion was programmed and verified with second clinician. Clinician reports drip chamber looked "fine". When the clinician assessed the air-in-line alarm she noted the bag was completely empty. Assessed programming on pump, which was assessed to be correct, no tubing leaks or puddles on the ground. No physical damage to the device was noted. On site bd representative provided education on proper set loading, air-in-line troubleshooting and occlusion pressure displays.

Manufacturer narrative:
Omit: f24 - insufficient information. Correction: adverse type, date of event, describe event or problem, concomitant med prod data. Additional information: age at time of event, age unit, date of birth, sex, weight, weight unit, event attributed to, other relevant history, type of reportable events, imdrf annex f code.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module was set to deliver 40ml of heparin in one hour instead delivered 200ml in a two hour time frame. There was patient involvement but unknown outcome.